Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an introducer, a coil and a plunger were returned for analysis. The coil was found to be stretched and kinked. Microscopic inspection found no anomalies with the apex zap tip or base zap tip. The number of fiber bundles recorded during product analysis was below the assigned specification. All other dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "coils are designed to be delivered under fluoroscopy using a boston scientific 0.53 mm (0.021 in) lumen i.d. Microcatheter with a radiopaque tip marker and a boston scientific coil pusher." (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that the coil would not come out of the introducer sheath. The patient was undergoing an embolization treatment procedure. A 5mm x 5.5mm vortx - 18 was selected to be deployed to the hepatic artery. Upon introduction, the coil plunger was inserted to the introducer sheath, then the physician tried to insert the coil into a non bsc microcatheter; however, it was noted that the coil did not come out of the introducer sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good. However, product analysis revealed that the number of fiber bundles recorded was below the assigned specification.